Event description:
It was reported that a remote transmission for non-sustained lead noise was received. Review of egms showed a bigeminal rhythm with a possible sensing delay between the far field and near field channels. Programming changes were recommended and further evaluation is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.